Manufacturer narrative:
The problem was due to a component failure (touch screen user interface). We are unaware about pt injury.

Event description:
The laser system has the following problem: "touch screen error display during start up. The error will not clear". No adverse effects to pt were reported.